Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t7, l1, and l2. Reportedly, 15 minutes post-bkp, the patient experienced pvcs (premature ventricular contractions). An x-ray was taken and a thin piece of cement extravasation was seen in the pulmonary valve. The doctor performed catheterization of the venous system via access through the groin. The piece of cement was successfully snared and removed. The patient is reportedly "doing fine" and was treated with coumadin. Patient's hospitalization was prolonged because of the incident. The cement was stored at 23 +/- 1c for 24 hours prior to use. The operating room temperature was 70 f. A mixer was used for 60 seconds and the IFU was followed. The cement was doughy and homogenous prior to delivery into the patient. Two cement kits were used but only the t7 level had extravasation. The cavity for the t7 was approximately 3-4cc's each. The lumbar levels were not problematic as there was no extravasation from those levels. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. X-ray interpretation by medical professional: "ap and lateral thoracic x-rays are taken centered on t7 in which a kyphoplasty has been performed. The ap view shows para vertebral vascular extravasation laterally on the right side of the t7 body (right side in the photo as well). There also appears to be a larger extravasation, seen on the lateral that extends ventral about a centimeter from the cement bolus, turns 90 degrees cephalad then passes superiorly to the t4/5 disc then turns 90 degrees and heads ventrally. This is not appreciated on the ap. There is an apparent catheter seen on the ap view passing down and to the left to the lower left corner of the photo. Due to the zooming and distortion of the photo I cannot clearly see the location of the pulmonary valve nor the fragment of cement caught there."